Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and review of the archive data. The likely root cause for the reported complaint was a communication error between the drivetrain motor and the processor board. Upon visual inspection, unrelated to the reported complaint, the front and bottom enclosures were observed to be cracked. The observed physical damage appeared to be characteristic of user mishandling. The front and bottom enclosures were replaced to address the observed physical damage. The archive data review indicated system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The system error was cleared using ap vision 3 software. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.